Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported an elevated blood glucose (bg) level above 400 (mg/dl) that occurred prior to pump malfunction alarm. It was indicated that an injection would be delivered to treat bg level and for back up insulin therapy.